Event description:
Hyperformer tpn machine. Machine pump grinds and freezes when pumping from #6 pump where the sterile water is hanging, even after the line has been primed. This problem occurred in the past, but the machine was replaced by the co and the problem wasn't reported.